Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect and needed to be frequently reset, cause was unknown. No further information was obtained as customer declined troubleshooting. There was no reported impact to blood glucose.